Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery for glenoid implant breakage 11 years post-operative. Patient ID : (B)(6)".